Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the associated defibrillator displayed a "defib pad short" message with the attached device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation. (B)(4).